Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a cartridge alarm during the load sequence. It was also reported that customer received a minimum fill notification. Reportedly, the cartridge had been filled with 250 units of insulin. The cartridge was re-loaded resolving the issue. Customer's blood glucose level was 270-271 mg/dl.